Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding a cartridge alarm 19 during the load process. It was reported that the customer's blood glucose level was 534 mg/dl. Customer administered a manual insulin injection to address blood glucose level.